Event description:
It was reported that during a coronary stent procedure, while removing the wire after successful stent deployment, the wire "jumped" and accessed a side branch through the stent. The physician then experienced removal difficulties. A balloon was advanced down to pull the wire out of the cell of the stent (wire stuck on a strut). Upon removal it appears that a small portion of the tip is stripped off. Pt did experienced bradycardia however, it did not seem to be directly related to the incident. Pt status is listed as "okay".